Event description:
The device was placed through an 8fr guiding cather and up to the ostium into the artery. During manipulation, the stent slipped off the balloon. An attempt to retrieve with a snare was unsuccessful. Physician went in with another MFR's balloon and advanced stent to the proximal lesion at which point the stent was deployed.